Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had trouble with her reservoirs. Customer stated that she fills the reservoir and she can see it go down to the infusion set but it won't come from the needle. Customer confirmed that she felt some resistance but she is able to see the insulin enter the tubing. The customer cannot see the insulin come out of the needle of the set. Customer's blood glucose was 189 mg/dl. Customer was explained there may be a possible vent occlusion. Customer was explained to start a new set and reservoir. Customer will receive replacements.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.